Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and customer was alleging for possible under delivery anomaly. Blood glucose level at the time of the incident was 21.6 mmol/l which was treated using insulin pump. Customer¿s current blood glucose value was 33 mmol/l. The user alleged the insulin pump was under delivering insulin as no insulin drops were came out when delivered a bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature at the time of event. The customer was assisted with programming the insulin pump. The customer was assisted with performing high pressure test and the test was passed. The insulin pump will not be returned for analysis.